Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during insertion into the patient, the balloon dilation catheter fractured; therefore, its use was immediately discontinued. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.